Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing a headache. The cgm was reading 46 mg/dl and the bg meter was reading 237 mg/dl. The patient reported she was admitted to the hospital due to the inaccuracy, however, did not provide any further details. Attempts to reach the patient back for event details were unsuccessful. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.